Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The alarm occurred when the customer was sleeping. The customer's blood glucose level during the incident was 421 mg/dl. The customer treated the high blood glucose with manual injection and then they changed the site and reservoir. The alarm did not occur during manual prime. The customer declined troubleshooting for the high blood glucose. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product to return. The device will not be returned for analysis.